Event description:
Medtronic received a report that the axium coil prematurely detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery (ica) with a max diameter of 6 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that a pre-detach was performed before the coil was detached. The procedure was completed by pushing in the wire. The implant coil remains in the patient. The coil was implanted in the intended location. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. The continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a sofia 6f guide catheter, headway 17 microcatheter .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the premature detachment was unknown. 8 total coils were implanted before and after this malfunctioned coil. This information has been confirmed by the physician/account.